Manufacturer narrative:
"This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available."

Event description:
It was reported that the trays are starting to peel in the insides due to wear and tear. No delays nothing left inside.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "itb was reported that the trays are starting to peel in the insides due to wear and tear. Spd requested they be replaced. No delays nothing left inside." The product was returned to depuy synthes for evaluation. Visual inspection revealed nothing indicative of a device nonconformance, as the device had only signs of usage on its overall surface and no other cosmetic anomaly was identified on it. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune primary resections would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.